Manufacturer narrative:
(B)(4). The device was not returned in the state based on complaint description, the pro240 clip was deployed on the laa. The complaint could not be confirmed. Based on description, an investigation has been opened to address complaints of this nature and a correction for this will be implemented to prevent this failure mode.

Event description:
On (B)(6) 2017, a female patient received an off-pump, totally thoracoscopic maze procedure with laa management using an atriclip pro240. The patient was heparinized for the procedure, with an act measured at over 300 seconds. During the laa management portion of the procedure, the atriclip pro240 did not deploy fully. It was reported that the clip was deployed, but there were a few sutures stuck from the clip to the applicator. The surgeon proceeded to cut those sutures to remove the applicator. The clip stayed in place and no further complication was reported. There was no reported patient impact.